Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for red cell hangup with the incident lot was observed in the photos. The IFU for this tube type indicates that the tube must be allowed to clot for 60 minutes before centrifugation to allow proper clot formation. The customer has indicated the clot time was 20 minutes. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for red cell hangup with the incident lot was observed in the photos. Root cause description: based on the investigation, a root cause could not be determined to be manufacturing. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® serum blood collection tubes there was an issue with after centrifugation there was red cell hangup.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® serum blood collection tubes there was an issue with after centrifugation there was red cell hangup.